Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the station timed out during medication removal. A field service engineer (fse) escalated the issue to a product support engineer (pse) for further investigation by following the knowledge article titled medstation es - transaction not recorded - fridge bin unlocked and timed out at same time. The pse confirmed that the issue matched an existing product incident (pi) with number 1392854. The pse explained that the issue was related to a known problem with helmer refrigerators. The pse and the development team stated that the behavior was caused by a known software bug that affected interactions with helmer refrigerators in the current environment. The technical support specialist (tss) stated that troubleshooting steps showed no pocket par updates from the webapp, while log review confirmed a drawer failure with no es retry or upload issues (es version 1.7.4). The customer raised concerns that controlled substance transactions were not recorded in the station database and requested a detailed explanation. At the time, there were no updates confirming whether the issue was resolved in higher versions of pyxis.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, station experienced a timeout during medication removal in refrigerator. The user accessed the medication but pyxis reports did not record the medication access. A login activity report showed a timeout entry for the user with no corresponding medication removal documented. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.